Event description:
Date: (B)(6) 2014 - the PICC was placed in the correct position without consequence. The pt was ventilated and regularly vomiting. At a later date: the PICC dislodged into the pt's neck. The PICC rn repositioned the catheter without incident.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.